Event description:
Pt reported obtaining back-to-back blood glucose results of 364 mg/dl and 67 mg/dl, while using the suspect device. Pt indicated that, based on the value of 67 mg/dl, he self-treated by eating 1/2 of a granola bar. No pt injury was reported. Quality control testing was not performed on the suspect device. At the time of the report, pt no longer had the test strips that produced the discrepant values.